Event description:
The customer contacted abbott regarding failed calibrations for the axsym rubella igg assay, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated. The customer stated troubleshooting procedures were performed, however, the issue persisted. The customer centrifuged calibrator a and recalibration was successful and quality controls were within range. There was no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.